Manufacturer narrative:
A united states customer contacted a siemens customer care center to report error 595 (vessel transfer lost steps) on a dimension exl with lm instrument. On (B)(6) 2021, the customer indicated that the falsely depressed tac result as described in section b5 was obtained on the patient sample. Quality controls (qc) recovered within acceptable ranges on the day of the event. Siemens assisted the customer in troubleshooting the instrument. The customer checked the waste chute and confirmed that there were no jammed vessels. Then, the customer was instructed to clean and lubricate the vessel shuttle guide and manually exercise the region to spread the lubricant evenly across the guides. Next, the customer tested the instrument by manually loading and unloading of vessels, but the error returned. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse inspected the instrument and determined that the heterogenous module (hm) was dirty at vessel transfer and waste area. Then, the cse cleaned the hm module, verified alignments, and lubricated transfer guide rods. The cse also found that the mixers were not calibrating and, in a subsequent visit, the cse replaced twin mixers. Lastly, the cse ran system check and qc, which recovered acceptably. The cause of the discordant, falsely depressed tac result is unknown. The instrument is performing according to specifications. No further evaluation of these devices is required.

Event description:
A falsely depressed tacrolimus (tac) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, and the repeat result recovered higher than the initial result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tac result.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2021-00358 on 29-dec-2021. Additional information (25-jan-2022): siemens further investigated the issue and determined that the error 595 (vessel transfer lost steps) was not related to this issue; however, routine maintenance resolved the error 595. Siemens concluded that sample handling issues or the heterogeneous module (hm) mixers potentially contributed to the discordant result. The investigation findings codes of section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of these devices is required.